Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and adjust-adjustable single-incision sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): on (B)(6) 2010, the patient had an ajust bard sling implanted due to cyctocele, rectocele and urinary stress incontinence. It was also reported that a removal/revision surgery of the sling was done on (B)(6) 2011 due to urinary retention.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior vaginal repair with closure of enterocele, uterine suspension and suburethral mesh placement and cystoscopy. It was reported that the patient underwent posterior colporrhaphy with perineorrhaphy and removal of posterior vaginal wall mesh on (B)(6) 2011 and employed an I-stop (retropubic bladder neck sling).